Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
The customer called and reported receiving a button error alarm on the insulihn pump. Customer's blood glucose was 100 mg/dl. A button may have been pressed for longer than 3 minutes. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.